Manufacturer narrative:
Brand name: linear? St upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18116035, UDI: (B)(4). Brand name: linear? St upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16941793, UDI: (B)(4).

Event description:
It was reported that the patient experienced frequent charging of their spinal cord stimulation (scs) implantable pulse generator (ipg), and the patient requested an upgraded ipg. In addition, high impedances were observed on their scs leads. The patients system was optimized to avoid those contacts however the issue persisted. The patient underwent a revision procedure in which the entire scs system was replaced. The patient is recovering as expected. The explanted devices will not be returned as they were discarded by the medical facility.